Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by mother that the patient developed a staph infection due to a speculated allergic reaction to the pod's adhesive while wearing the device between 24 and 36 hours. Symptoms reported at the site (hip/buttocks) include pain, irritation and pus discharge. Patient also had a blood glucose level over 250 mg/dl. The patient sought medical attention at a local clinic, where the infected site was cleaned, swabbed and covered with dressing. Patient was prescribed bactroban 2%, to be applied three times daily, as well as clindamycin (150mg) that was to be taken three times daily by mouth for 10 days. Patient was also directed to take tylenol as needed and bathe in bleach water.